Event description:
It was reported that pump displayed malfunction alarm that prevented customer from accessing pump functions, with no additional details about blood glucose values. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor confirmed that pump powered on, charged, and connected to computer but still showed malfunction alarm, so replacement pump was provided while original pump was awaited for further investigation.